Event description:
Healthcare professional reported right side ¿late seroma... That evolved to capsular contracture (baker grade IV) and rupture¿, "multiple cysts. No solid nodules¿. The device was explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a6, b5, b6, g1, h6.

Event description:
Healthcare professional reported ¿late seroma that evolved to capsular contracture (baker grade IV) and rupture¿, "both breasts present multiple cysts. No solid nodules¿. The device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: underweight, an opening on anterior, and brown particles on the shell. A microscopic analysis was performed which identified: a striated opening on anterior. Based on the device analysis the final assessment is: - a striated opening on anterior assessed as surgical damage.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of "seroma and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, capsular contracture, rupture.

Event description:
Healthcare professional reported ¿late seroma. That evolved to capsular contracture (baker grade IV) and rupture¿, "both breasts present multiple cysts. No solid nodules¿. The device was explanted.